Event description:
During evaluation of a returned novum iq large volume pump, a system error 21502 flange error alarm was identified. It was unknown if a patient was connected for therapy at the time of this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and the pump case halves were split. This resulted in damage to the mechanism and flange assembly and the front cover assembly. Functional testing was performed, and the pump alarmed system error 21502. Sensor calibration and final release testing were performed, and the pump passed. An event history log review was performed which identified flange sensor failure alarm. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause was determined to be due to damage to the mechanism and flange assembly and the front cover assembly. To resolve this issue, the mechanism and flange assembly and front cover assembly were replaced. Should additional relevant information become available, a supplemental report will be submitted.